Manufacturer narrative:
(B)(4). Batch # m9251r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that when checking the medical devices, noted the white tissue pad was missing, checked the patient, did not find it. Checked the operation desk, noted one piece of black pad, the customer suspect this would be the missing pad. No additional information can be provided.